Event description:
Event description guidant received information that telemetry could not be established with this implantable cardioverter defibrillator (ICD) - an out-of-range telemetry message appeared at each attempt. It was also reported that this device began beeping a year ago and that this patient was currently in the hospital ccu for an unknown reason.